Event description:
The affiliate reported: it was noted that the valve was not draining anymore. Change of valve. No clinical consequence mentioned. Incident reported to tha ansm (n° (B)(4))

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Please be advised that the lot number is 1188419 and not (B)(4) as previously reported. (B)(4) is the serial number for this device. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.